Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The patient was not hospitalized for the event. On an unreported date, the patient began treatment with injections of reflin (1 gram per day and route of administration not reported) and tobramycin (40 grams per day and route of administration not reported) for the peritonitis. The outcome of the peritonitis was unknown. Dianeal therapies were ongoing. No additional information is available.